Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information, and no further information has been provided. G2: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during rhk poly exchange the surgeon could not remove hinge post extension. Damaged 2 x 4.5mm hex driver bits (stripped the hex head) trying to remove the pin and burred/stripped the head of the pin in the process. Case could not proceed with patient open on the table. Surgery was rescheduled 72hrs until new instruments could be supplied. The surgery was completed successfully at that time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: updated: b4, b5, d5, g3, g6, h1, h2, h3, h6, h11. D4: attempts have been made to gather all product identification information, and no further information has been provided. Visual examination of the provided pictures identified 2 driver bits with signs of use such as scuff marks. Lot identification is necessary for review of device history records; lot identification was not provided. The reported products were reviewed for compatibility and it was determined that the instrument & implant are not compatible. Review of complaint history identified no additional similar complaints for the reported item. However, as the lot number is unknown, an additional review could not be performed. Medical records were not provided. The root cause of the reported issue is attributed to use error of the hex driver to remove the rhk hinge pin. The surgical technique specifies that the approved instrument for hinge pin removal, used in conjunction with the rh knee removal wrench (step 3: removing the currently implanted hinge pin & components). The surgical technique further reinforces use of the correct hex driver bit driver throughout the hinge post extension assembly and servicing process. Use of the incorrect driver, which has lower hardness and tensile strength than the specified driver, would have contributed to the driver becoming stripped during attempted hinge pin removal. The event is not confirmed. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d4, d5, g3, g6, h1, h2, h4, h11. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.